Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the reference range, for one patient, involving synchron lxi 725 system. The elevated result was not released out of the laboratory. Subsequent testing produced results within the normal reference range. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) completed preventive maintenance (pm) on (B)(4) 2009. Patient samples were collected in lithium heparin tubes. Samples were from primary tubes and loaded through the closed tube aliquotter (cta). The samples were centrifuged at 3,500 rpm (rotations per minute) for ten minutes. System check performed on (B)(4) 2009 conformed to specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.